Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the provisional shims were identified to be disassembled with missing ball bearings upon return. The malfunction did not occur during or impact any surgical procedures. The reporter noted that a contributing factor to the reported disassembly could be lack of training from the sterile processing department when the provisional shims are sterilized.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint samples were evaluated and the reported event was confirmed through physical evaluation. The returned provisional shims exhibited signs of repeated use (nicked/gouged) and had either one or both ball bearings and springs missing. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.